Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became stuck during the load process. It was also reported that the pump requested a minimum of 50 units. Reportedly, the customer believes they possibly overfilled the cartridge. There was no impact to the customer's blood glucose (bg) levels. During troubleshooting with tandem technical support, the customer was guided through the load process and was able to successfully load a new cartridge. The touchscreen was also able to be cleared and the customer resumed insulin.